Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the speaker cover is broken on device. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.